Event description:
The initial reporter received a questionable elecsys vitamin d total iii result from one patient sample tested on the cobas e 411 analyzer (disk system). On (B)(6) 2026: the initial result of the patient sample was >120 ng/ml. This result was questioned, and a new patient sample was requested. On (B)(6) 2026: the result of the new patient sample was 16 ng/ml. The repeat result of the initial patient sample after recentrifugation was 18 ng/ml. This result confirmed the result of the new patient sample.

Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6). The customer did not provide any additional information for the investigation. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.